Event description:
The iab leaked back into the pump. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 1/12/1998.) (Pt's current status: unk - rpt'd 1/12/1998.)